Event description:
It was reported that the t:slim x2 pump battery would not charge, and the charging connection was not recognized. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the existing backup pump for insulin delivery while technical support arranged for a replacement pump to be sent with updated software, and provided detailed instructions for returning the non-functional pump to tandem.